Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost. No patient was involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the log files of the device for analysis. The log files analysis revealed that a ¿panel connection lost¿ alarm was recorded, as mentioned by the user. 2000-01-01 00:01:12 tf: 1617 tech fault 1617. 2000-01-01 00:01:12 tf: 1617 tech fault 1617. 2000-01-01 00:01:12 tf: 1617 tech fault 1617. 2000-01-01 00:01:12 tf: 2453 tech fault 2453. 2000-01-01 00:01:12 panel connection lost alarms 4010. 2000-01-01 00:01:12 tf: 2438 tech fault 2438. 2000-01-01 00:01:12 tf: 1617 tech fault 1617.2000-01-01 00:01:12 tf: 1617 tech fault 1617. The panel connection lost alarm indicates an interruption in communication between the interaction panel (ip) and the ventilator unit (vu). It is important to note that the incident occurrence was with no patient involvement. To address the issue a replacement vu esm (embedded system module of the ventilation unit) was sent to the user. According to the partner, this resolved the problem. At the time of the event, the device had an approximate age of 16 years.